Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd pri tubing set experienced kinked tubing. The following information was provided by the initial reporter: material no: pri tubing, batch no: unknown. It was reported that tubing kinked just below the IV pump section of tubing.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 10/28/2020. H.6. Investigation: one sample was received for quality investigation. The customers complaint of kinked tubing was verified by visual inspection. A kink in the tubing can be seen directly above the upper fitment of the pumping segment. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause for this issue the tubing was coiled and pouched prior to the solvent fully drying.

Event description:
It was reported that the unspecified bd pri tubing set experienced kinked tubing. The following information was provided by the initial reporter: material no: pri tubing, batch no: unknown. It was reported that tubing kinked just below the IV pump section of tubing.